Event description:
A disabling bleed event occurred during the implant procedure. Seven units of rbc's and five units of platelets given for intraoperative bleeding. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).